Event description:
Caller reported difficulty with the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. Caller declined to provide information on whether there was an impact on blood glucose levels. Technical support confirmed the issue with the button and assisted the caller in removing the pump from its case. Despite efforts, the issue persisted, so the pump was set to be replaced. In the meantime, the caller was advised to use multiple daily injections (mdi) as a backup therapy. Customer was instructed on storage procedures and agreed to return the device using a pre-paid label.